Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 419478 lead, implanted: (B)(6) 2006, a 1488t lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was observed with pacing at 40 bpm, which was below the programmed lower rate. Device oversensing occurred as a result of exhibited loss of capture at the end of the capture management test on the left ventricular (lv) lead and caused pacing at 40 bpm on the ICD. The device and lead remains in use. No patient complications have been reported as a result of this event.